Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace drawer controller board. A field service engineer troubleshooted and found station won't turn on. So, replaced the drawer controller board. The system functioned as intended. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation.

Event description:
It was reported by the customer that a pyxis medstation es system has issue which station went offline. The customer reported that the user was able to get the medication from another station and there was a no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.